Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On 07 july 2025, senseonics was made aware of an incident where the patient complained of inaccurate sensor reading the patient observed measurement deviations between cgm and blood glucose (bg), but did not provide any specific examples for review. The issue was escalated to next level support who reviewed the system performance in data management system (dms) and authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
On (B)(6) 2025, the user reported that the cgm results differed from glucometer measurements. Following escalation, a sensor replacement was approved, and an RMA was issued for investigation. Functional testing of the returned sensor did not identify any malfunction; however, dms data review showed instability in the reference channel, which likely contributed to the reported inaccuracies. The potential root cause may be related to the in vivo condition of the sensor hydrogel, which could not be replicated in laboratory testing. The RMA was authorized to provide the user with a replacement sensor. B4. Date of this report 04 oct 2025. G3. Date received by the manufacturer? 04 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.